Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -2.00/1.00/078 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports the patient was unhappy and there were some vague visual complaints. The surgeon indicated that there are glare/haloes and blurred vision. On (B)(6) 2023 the lens was explanted. The problem was resolved. The cause of the event was reported as the device, and a patient related factor and the device did fail to perform as intended.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).